Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes loose from hand piece. Stays attached way too loosely - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head came loose from the oral-b genius x toothbrush hand piece. It stayed attached way too loosely. No injury was reported.

Manufacturer narrative:
10-feb-2023 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Brush head comes loose from hand piece. Stays attached way too loosely - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head came loose from the oral-b genius x toothbrush hand piece. It stayed attached way too loosely. No injury was reported. 04-jan-2023 case update: the suspect product lot was bh03941249. No injury was reported. 04-jan-2023 case update: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported. 04-jan-2023 case update: the concomitant product lot was pct029. No injury was reported.